Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced bleeding. The patient reported to the emergency department with urinary tract infection (uti), the lab test showed that hemoglobin has dropped 2 points since ablation on february 12th. No further information was provided.